Event description:
It was reported that the sternal wires broke approximately one year post implantation. A second surgical procedure to rewire the sternum was required. The pt is reportedly doing well.